Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038) which is no longer in effect. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of menorrhagia and anemia, endometriosis and urinary stress incontinence. It was reported that after implant, the patient experienced an unspecified adverse outcome.